Manufacturer narrative:
Additional information: a medtronic representative reported that the site was not using the strain relief with the non-invasive patient tracker (nipt), so when the patient was draped, the drapes were pulling on the cable and shifting the skin/rotating the tracker. We instructed the site to use the strain relief and also take caution while draping to ensure the tracker was not moved. We also instructed the doctor to change his tracer pattern to exclude points on the cheeks and include more posterior points. We adjusted the emitter to a higher location and angled it downwards to allow these posterior points to be collected. The doctor then checked accuracy on facial anatomy and near the ears, and it was reported that the registration was accurate. He also was accurate when he reached the sphenoid sinus. The software investigation found that the reported event was unrelated to a software issue. As reported above, the strain relief was not being used with nipt, and medtronic staff trained the site staff regarding proper use of the navigation equipment. The software functioned as designed. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.

Manufacturer narrative:
A medtronic representative went to the site and tested the system. It was fully functional. No inaccuracy could be replicated. A picture of the patient registration was sent to the manufacturer. The tracing pattern is not what is recommended as it traces on mobile skin of the cheeks and does not trace posterior on the patient's temples. It has been suggested to the surgeon to trace back further on the forehead and to avoid tracing on the cheeks. Surgeon does not wish to change his technique.

Event description:
A medtronic representative reported that the surgeon alleged there was navigation inaccuracy about 2-4 mm at the roof of the sphenoid sinus during a functional endoscopic sinus surgery. Surgery continued without issue. Registration (tracer) was successful and anatomical accuracy did not show an issue. The exam used was to protocol. Although tracing to the ear was suggested, surgeon did not want to do that.